Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device did not confirm the reported cracking, but did find breakage of the device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that prior to sterilization while inspecting instruments, noticed the attune trial extractor was worn down and 2 shims had cracked. These were not used in surgery and surgery was not delayed. Doe: (B)(6) 2020.